Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A doctor reported that following an intraocular lens (iol) implant procedure, a patient developed cystoid macular edema. Additional information has been requested. There are three medical device reports associated with this complaint. This report is for the first of three patients reported.